Event description:
It was reported that prior to use with 5 bd¿ extra large sharps collector hinge top the lids were discovered to be missing. The following information was provided by the initial report: it was reported by customer that they did not receive any lids for item 305665.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As flextronics is an OEM manufacturing site. D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 5 bd¿ extra large sharps collector hinge top the lids were discovered to be missing. The following information was provided by the initial report: it was reported by customer that they did not receive any lids for item 305665.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 22jun2023 h6: investigation summary 5 samples were received and tested by our quality team. The sharp containers photos were then sent to the manufacturer for further investigation into possible root cause. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (3042921) reported under this customer complaint. A review of the non-conformance material report was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months within our process. Investigation according with this investigation and based on the evidence provided, it can be noticed the following: ¿ all five lids in the package are missing. ¿ the product is in its original packaging; however, the product has been relabeled since the white label placed on the base of the collectors is not familiar/related to our process. ¿ from the provided lot number 3042921, this product is confirmed to have been manufactured by flex on february 11, 2023. According to the information collected, it could not be confirmed that this problem is related to the manufacturing process, since based on the photos provided it can be seen that the product was relabeled, this means that the product has been handled. Additionally, with the information from the label placed in the inner lap of the box, in the weighing history data it¿s indicated that the box reported was packaged with the correct amount of product. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incomplete quantity exist. In addition, current manufacturing controls were reviewed and the ability to detect these types of problems (missing lids) with the installed weighing system was confirmed. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. As per the sample being received, an investigation could be performed, and a root cause could be determined as potential root cause: ¿ non-controlled method to ship partial boxes to end user (re-packaging process). ¿ non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The current process controls were verified and confirmed as capable to detect missing lids. Additionally, acceptable records were found for each box manufactured of the lot number reported under this customer complaint during the review of the weighing system records (greater than the lowest validated limit under the weighing system). All the complaint information was captured also for tracking and trending purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.